Manufacturer narrative:
Follow-up # 1. The lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed; when test strips were tested with control solution, an error 4 was observed with no assignable cause found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the reported issue could not be reproduced during testing.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, lay user/ patient contacted lifescan (lfs) and alleged, their one touch verioiq had error 4 message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the issue began two weeks ago in the morning. The patient manages his diabetes with pills, diet and/or exercise. The patient confirmed that he did not make any changes to his usual diabetes management regimen in response to the alleged product issue. The patient claims he developed symptoms of fatigue, nausea and increase heart rate several hours after the product issue. The patient denied receiving medical treatment due to the product issue. At the time of trouble shooting, the cca confirmed this was not the first time the product was being used, the patient testing technique was correct, the correct test strips were used, the sample completely filled the test strip and there was no misuse of the product. The cca walked through a retest with the patient and the issue was not resolved. Replacement products were sent to the patient. Based on the information provided, there is no indication that the subject meter caused or contributed to a serious injury. The patient's reported symptoms do not meet lifescan's criteria for a serious injury nor did he receive medical intervention. This complaint is being reported because, the alleged product issue was not resolved during troubleshooting.